Event description:
During cardiac catheterization procedure, one of the perclose proglide footplate was noted to be fractured and missing. Date of use: (B)(6) 2018. Diagnosis or reason for use: ventricular tachycardia. "Is the product compounded: no, is the product over-the-counter: no."